Manufacturer narrative:
H3 : product analysis of nim vital patient interface: it was found in the analysis that the software was old and battery was worn. D10: product ID: nim4cm01, product description: console nim4cm01 nim 4.0, serial number: (B)(6) , lot number: 223571989 product analysis of nim vital console - it was found in the analysis that the software was old and the rubber screen protector was missing. H6: codes of nim vital console: fdm b01, fdr c10, img g02008 and g06005, and fdc d1102. There is a duplicate rr submitted for nim console in the regulatory report number 1045254-2024-01955. H6: fdm b21, fdr c21, img g02005 and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdm b17 and fdr c20 codes no longer apply. H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the the console was not turning on. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: xom unk nim4.0, product description: unk. Prod. ID/ nim 4.0, serial number: unknown, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.